Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and damaged occurred. A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during preparation when the stent protector and stylet were removed, the stent was caught on the stent protector. The stent was detached from the surface of the delivery balloon and was elongated. The device was never used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged with struts distorted, misaligned and stretched. The first three rows on one end showed no signs of damage. As the delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. Based on the complaint report and the analysis performed, the damage most likely occurred due to handling during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and damaged occurred. A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during preparation when the stent protector and stylet were removed, the stent was caught on the stent protector. The stent was detached from the surface of the delivery balloon and was elongated. The device was never used inside the patient. No patient complications were reported.